Event description:
A malfunction alarm identified as code malf 16 occurred, with the fault ID provided. There was no reported adverse impact on the customer's blood glucose level. The customer planned to use a multi-dose injection (mdi) as backup therapy to ensure insulin delivery during the issue resolution, and technical support agreed to replace the pump. The customer was instructed to put the faulty pump into storage mode before returning it using a pre-paid label, and the instructions were acknowledged.